Manufacturer narrative:
No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor, model: bsm-6701a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they had to reboot the central nurse's station (cns); and when it came back up, all except for one of the bedside monitors (bsms) were displayed. Technical support (ts) had the customer stop monitoring the bsm and re-admit the patient. They did so, and the bsm was displayed on the cns. Qa asked the customer why the cns was rebooted as it was unclear why this was done in the first place - whether they had a failure of some sort or if they were doing preventative maintenance reboots. They have been unresponsive. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they rebooted the central nurse's station (cns) and when it came back up, all but one of the bedside monitors (bsms) were displayed. Technical support (ts) had the customer stop monitoring the bsm and re-admit the patient, which resolved the issue. They were unresponsive to inquiries for additional information. No patient harm was reported. Investigation summary: based on the reported information, nihon kohden was able to confirm the reported issue, but was unable to determine a root cause, as the issue is user dependent. However, it is possible a user related setup error occurred, (such as an ungraceful exit or shutdown, causing an error message to display), leading to the reported issue. Ts was able to assist the customer by providing guidance and education to the customer, to resolve the issue. Possible root causes could be set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices etc.). If a setup / installation issue occurs, it is typically due to a user related error. User related setup and installation issues can also lead to the cns device experiencing multiple issues.

Event description:
The biomedical engineer (bme) reported that they rebooted the central nurse's station (cns) and when it came back up, all but one of the bedside monitors (bsms) were displayed. Technical support (ts) had the customer stop monitoring the bsm and re-admit the patient, which resolved the issue.